Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that two weeks after implant, the rv lead dislodged due to the patient performing physical activity. The lead was explanted and replaced. The patient's condition was unaffected by the event.